Event description:
On 05/28/2024, it was reported by an arthrex subsidiary employee via email that an ar-1927bct-475 biocomposite corkscrew ft had a small loop of white thread inside the anchor protruded from the rear end of the anchor, and the anchor suture was floating from the anchor. The surgeon attempted to remove the anchor but was unable to. Another bone socket was drilled and an ar-1927bct biocomposite corkscrew ft was inserter. However, the same thing happened with this anchor. The case was completed using an ar-3633sp fibertak sp. This was discovered during a procedure when suturing a rotator cuff tear on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 7/11/2024: this was discovered during an rcr procedure. Ar-1927bct biocomposite corkscrew ft was also left in the patient. The case was the case was delayed; however, additional anesthesia was not administered.

Manufacturer narrative:
Additional information g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.